Event description:
It was reported that the customer used the insulin pump in water. The customer was unable to switch the insulin pump on. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. Moisture damage found on lcd board, interface board, radio frequency board and motor home switch. Unit had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.